Manufacturer narrative:
PMA 510(k):_this product is not marketed in the u.s. Device evaluation: the device was returned in device tray. Visual inspection of the returned device found the lens stuck in the device. There was no visible damage, and clear residue on the device. Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2017 the surgeon attempted to use a ks-3ai, 21.0 diopter to implant into the patient's eye. However, the lens got stuck in cartridge. The lens was not implanted and no patient injury or contact. A back-up lens was implanted.